Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4) , batch/lot number: 5100749 / 7008290, model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patients ipg pocket site was opened. The patient underwent an scs explant procedure.